Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. 2 batches reported: batch 2307749 manufactured on 2023-07-10, batch 2308723 manufactured on 2023-08-09.

Event description:
(B)(4). During the month of december 2023, several syringes of varying sizes were passed out of the aseptic suite due to issues identified by operators in our aseptic unit with the bd syringes. These identified syringes have not been used in the preparation of patient¿s medication a list of affected syringes with sterile impurities is as follows: 50ml syringe bn: 2308723 exp: 31/07/2028 ¿moisture and sterile silicon? Within the neck of the syringe.¿ 50ml syringe bn: 2308723 exp: 31/07/2028 ¿various markings within the syringe body.¿ 50ml syringe bn: 2307749 exp: 30/06/2028 ¿various black ink markings on the outer part of the syringe body including parts of the critical areas (where a needle would be attached.¿ 30ml syringe bn: 2309006 exp: 31/08/2028 ¿a brown mark near the plunger of the syringe.¿ 30ml syringe bn: 2309006 exp: 31/08/2028 ¿a teal mark on the outside of the syringe.¿ 20ml syringe bn: 2307780 exp: 30/06/2028 ¿white sterile silicone? Within the syringe.¿ 20ml syringe bn: 2308763 exp: 31/07/2028 ¿black ink on the inner wrapper containing the syringe.¿ 20ml syringe bn: 2308763 exp: 31/07/2028 ¿black ink on the inner wrapper containing the syringe.¿ 5ml syringe bn: 3164181c09 exp: 31/05/2028 ¿black marks on the base of the syringe near the plunger.¿ (B)(4). Can I report a complaint regarding 20ml syringes and 50ml syringes identified with issues in our aseptic unit on 22/12/2023? Details of the affected syringes are as follows: 6 x 50ml syringes bn: 2309734 exp: 31/08/2028 ¿an oily/greasy substance within the syringe.¿

Event description:
No additional information.

Manufacturer narrative:
Nine 50 ml syringe samples and photos received by our quality team for investigation. Six syringes from reference (B)(4), two syringes from lot 2308723 and one syringe from lot 2307749. A device history review was performed for lot 2309734,2308723,2307749 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Regarding markings in the body of the syringe from lot 2308723, it can be observed a white mark in the barrel. This is not a particle is a molding defect, it cannot detach and cause a contamination in the fluid path of the syringe. Molding parameters recorded in the device history record have been reviewed, all parameters are found to be within the validated process parameter window per procedure. Regarding black ink marks described by customer in lot 2307749. Upon visual inspection of this syringe this defect is not ink, black marks are embedded particles in the barrel of the syringe. Possible root cause for both incidents is associated with the molding process. Injection machines are periodically subjected to maintenance and cleaning programs. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.